Manufacturer narrative:
Citation: gallo m et al. Transcatheter valve-in-valve implantation for degenerated bioprosthetic aortic and mitral valves. Expert rev med devices. 2016 aug;13(8):749-58. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature review regarding transcatheter valve-in-valve (viv) implantation for degenerated valves. All data were collected from multiple centers between 2010 and 2016. The study population included more than 2000 patients (mean gender, age or weight not provided) some of which were implanted with medtronic corevalve transcatheter valves and hancock surgical valves (serial numbers not provided). Among all patients 35 deaths occurred; none of the deaths were attributed to medtronic product. Among all patients, adverse events included: a stenosed 25-mm medtronic hancock surgical aortic valve resolved by viv implant, and elevated gradients following corevalve implant related to deep valve position. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.